Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with differences in sensor glucose readings and blood glucose readings. Customer stated that she tried to calibrate the sensor, but when she removed the sensor, it was bent/damaged. Customer reported that part of the cannula did not come out and was broken off. Customer believes that some may still be inside and she is seeking advice. Customer stated that she babysits and one of the children hit the sensor, possibly damaging it. Customer declined troubleshooting for sensor glucose and blood glucose differences and for low blood glucose levels. Customer's blood glucose level was 40 mg/dl. Customer was advised to contact her health care professional on monday to give medical advice regarding the sensor still being attached or inside her body. No additional information provided.